Event description:
The ceramic portion of a mitek vapr se electrode broke off in the shoulder of a pt during use. All of the broken ceramic was immediately removed from the joint. Reported no pt injury as a result of this situation. If this was to recur and the fragment not retrieved, it is possible that pt injury could potentially occur.